Event description:
It was reported that three months after implant the left lead moved and then the patient's physician "fixed it." There was no known reason for the issue.

Manufacturer narrative:
Product ID 7435, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type programmer, patient; product ID 3095-10, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension; product ID 3095-10, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension; product ID 3095-10, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension; product ID 3093-28, lot# j0511373v, serial#, implanted: 2005 (B)(6), explanted: product type lead; product ID 3093-28, lot# j0511373v, serial#, implanted: 2005 (B)(6), explanted: product type lead. (B)(4).